Event description:
It was reported that a user on the third day of ilet pump use experienced hyperglycemia with sporadic blood glucose values around 240¿245 mg/dl, without alerts or alarms, and received user education on expected early-use variability and continued monitoring. Customer care provided assistance and reminded user that the ilet pump is in a learning curve. Investigation of this case revealed normal device behavior with no evidence of device malfunction. No symptoms associated with hyperglycemia reported. Outcomes included no need for medical intervention, and no hospitalization. It was concluded that the event was user-experienced hyperglycemia with cause unclear and that continued adaptation to the system was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.